Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified proximal to distal left circumflex artery. When pre-dilatation was tried to perform, there was difficulty in crossing, but dilatation was performed successfully. A 3.50 x 28 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. The device was removed from the patient's body, then pre-dilatation was performed again. The balloon size was changed to a bigger one, then synergy was tried to advance again, but resistance was still felt, so it was removed. At that time, distal stent edge was found to be lifted. The procedure was completed with a different device. There were no patient complications reported.